Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2022-02168 and this report for the associated device information. It was reported to boston scientific corporation that a sensation medium oval flexible snare was used to remove polyps in the colon during a colonoscopy procedure performed on (B)(6) 2022. During the procedure and inside the patient, the snare would not cut through the target polyp after multiple attempts. The snare was securely attached to the active cord and no problems were noted with cautery pins. They attempted to cold cut the polyp. They tried to use a second snare and the same problem occurred. The procedure was completed with a third sensation snare from a different lot. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.